Event description:
The customer reported the sys would not boot up. There is no report or injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The hard drive needs to be replaced. The reported issue is currently under investigation.